Event description:
It was reported that during testing at the manufacturer facility paint chips were missing from the device and the device overheated. There were no adverse consequences related to this event.